Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on was observed on ventricular lead when pacing. The patient did not receive therapy. The oversensing was noted on a stored egm. Recommended prorgramming changes. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.